Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR. It was reported that during the implantation procedure the lead perforated the right ventricle and ended up in the left lung. The lead was extracted but not returned for analysis.